Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl, after mother of the patient accidentally gave him approximately 8 units of insulin. He had only been taking 4 units of basal insulin for an entire day. It was stated that the mother filled a new reservoir, connected to the old infusion set tube, rewound the insulin pump, and when asked if the patient was disconnected by the screen prompt, she selected "no" twice, and when she saw the question a third time, she pressed "yes," although the patient was still connected to the tube. This is when she accidentally gave him insulin. The mother called a physician, who advised her to give him a glucagon injection and another a few hours later. During the night, the patient experienced another hypoglycemic event and had to go to the hospital. The mother met with the physician the next day and was re-educated on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).